Event description:
The pump was refilled in 2009. The night time dosage was increased. Approx 2 weeks later, the pt felt "buzzed", lightheaded, "like a noodle", queasy, and was seeing double. The symptoms lasted 2 days. Afterward the pt felt slammed.' The medication was decreased and the pt was fine for 2 weeks until she had another episode. The overdose/withdrawal symptoms recurred approx 8 times in the following month. The pt was seen in clinic. Additional symptoms reported by the hcp included dizziness, somnolence, weakness, hypertonia and hypotonia. No volume discrepancies at refill were reported. Event logs were normal. A dye study was normal. A spiral CT was performed which was normal. The dosage was changed multiple times (both up and down) according to the pt's signs and symptoms but there was 'no real change' according to the hcp. The pt has been referred to primary care for eval of other possible medical conditions which could be causing her symptoms. Lab work results were pending. The hcp planned to performed a catheter replacement and have the old catheter evaluated for micro-fractures. The hcp reported the event was a non-serious injury/illness.